Event description:
Supplemental report is being submitted due to the completion of the investigation on 15mar2023.

Manufacturer narrative:
Device evaluation: the 1 x oa-8.5 device of lot number c1946813 was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file deals with an incorrect size wire guide used on the device which has been attributed to user error. Lab evaluation: n/a. Image review: n/a. Document review prior to distribution all oa-8.5 are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for oa-8.5 of lot number c1946813 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1946813. It should be noted that the instructions for use (ifu0096-1) which accompanies this device states the following: ¿refer to package label for minimum channel size required for this device¿. It also states ¿wire guide diameter and inner lumen of wire -guided device must be compatible¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert clso-8.5-7 for rt. Hepatic duct. They loaded the clso-8.5-7 at the oa-8.5, and put through the located visi2 straight 0.025 wire guide in the duct. After the inner sheath of oa-8.5 passed through the stricture site, they released the rock of oa-8.5 and pulled to separate the inner sheath. However, the inner sheet was not pulled well. The nurse felt severe resistance. The out sheath (pusher) of oa-8.5 was also not pushed well. She pulled very hard to place the clso-8.5-7 and remove the oa-8.5. The inner sheath of oa-8.5 was stretched long and thin. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No.. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.